Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor breast implant of unknown type. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 375cc on the left breast implant and with saline mentor breast implant of unknown type 375cc on the right breast implant and experienced deflation and valve leaking on the left breast implant. The patient experienced bilateral wrinkling. The patient experienced calcification of site and capsular contracture on the right breast implant. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implant 525cc, catalog number 3505251bc, serial number (B)(4), lot number 6888704 on the left breast implant and with gel mentor memorygel breast implant 525cc, catalog number 3505251bc, serial number (B)(4), lot number on the right breast implant on 10/19/18. This medwatch is for the left breast implant.

Manufacturer narrative:
On 11/23/2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. White material was observed within the device or on the shell surface. Mentor product analysis lab discovered a crease on the anterior aspect. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. The complaint was not confirmed. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).